Manufacturer narrative:
The subject otv-s7proh-hd-10e has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7proh-hd-10e to determine the cause of this event when omsc receives it. The otv-s7proh-hd-10e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the endoscopic image was not displayed suddenly. The user replaced the subject otv-s7proh-hd-10e with another unspecified camera head and completed the procedure. There was no report of the patient¿s injury regarding this event. After this event, the user was informed the following information to olympus medical systems corp. (Omsc). When a camera head different from the subject otv-s7proh-hd-10e was used, the noise also occurred. Thus, there is a possibility that visera elite video system center otv-s190 which was used in combination with the subject otv-s7proh-hd-10e may have any problems.

Manufacturer narrative:
The subject otv-s7proh-hd-10e was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated the subject otv-s7proh-hd-10e and confirmed the followings. Omsc confirmed that the endoscopic image was not displayed and the reported failure phenomenon, which was not displayed the endoscopic image, could be reproduced. Omsc confirmed that water-tightness at the camerahead of the subject otv-s7proh-hd-10e was abnormal. Omsc confirmed that the subject otv-s7proh-hd-10e has a history that was repaired more than 4 years ago. As the investigation results, omsc surmised that the reported failure phenomenon, which was not displayed the endoscopic image, was caused by the following mechanism in theory. The water-tightness of the camerahead decreased due to aging. Water irrupted into the camerahead from the point where the water-tightness decreased, and electrical short circuit was caused by water. The ccd-unit in the camerahead was broken down, and the reported failure phenomenon, which was not displayed the endoscopic image, occurred. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".